Event description:
Per staff, while transferring the patient from the bed that patient arrived in from outpatient setting to bariatric hospital bed using a hoyer that is approved for 1000lbs and a transfer sheet also approved for 1000lbs the transfer sheet ripped when lifting the patient over the bed. The patient was immediately lowered onto his outpatient bed and the manurer was aborted. The patient stated he was okay and not injured. The lift was about 4-5 inches above the bed when it ripped.